Manufacturer narrative:
(B)(4). S/w version 4.11e, retainer ring= black. Customer returned pump for alleged unexpected error message and was found on (B)(6) 2022. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0867 inches. P-cap was attached and locked into place properly. Pump was communicated properly with test guardian link transmitter. No basal anomaly or auto mode anomaly noted during testing. Pump was successfully download using thus for history files or traces. No alerts/alarms/anomalies noted on event date in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 and force sensor pins. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken belt clip rails. Unexpected error message is not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was not able to enter auto basal mode. No harm requiring medical intervention was reported. The device will be returned for analysis.